Manufacturer narrative:
(B)(4). D10- medical product: lps-flex artsurf gh/5-6 10; item# 00596004210; lot# 62009564. D10- medical product: st prc tib plt size 6; item# 00598004702; lot# 62047824. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient was revised due to a failed zimmer knee. The articular surface and tibial baseplate were completely eroded away on the medial side down to bone. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the femoral component as the reported issue is related to erosion of the articular surface and tibial component only. Please void previous report regarding the femoral component.

Event description:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the femoral component as the reported issue is related to erosion of the articular surface and tibial component only. Please void previous report regarding the femoral component.